Event description:
The bact sa is a microbial monitor. A bact sa bottle sample contained pseudomonas aeruginosa with confirmed growth in subculture. After 5 days in the bact instrument, the instrument did not indicte the bottle as positibe. The bottle had a yellow sensor upon removal, indicative of a positive bottle. The "negative" result was not given to the doctor. Ratheter, the subculture results were reported to the physician. The pt had multiple myeloma and is now deceased. The false bact sa result is not known to have had any influence on the treatment of the pt. The hosp which was performing the blood culture and using the bact sa was not the hosp that was treating the pt. It is unk what medications the pt was on and what the cause of death was.